Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject guidewire tip fractured during use. Per the event description, the subject guidewire was used in an acute alchemic stroke (ais) case (left va severe stenosis and ba distal occlusion). Two (2) non-stryker middle catheters were also used in the procedure. Additional information provided by the customer indicated that the subject guidewire was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was not tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the event of the guidewire distal tip broken/fractured during use.

Event description:
It was reported that during the arterial ischemic stroke (ais) case. Left vertebral artery sever stenosis and basilar artery distal occlusion. After the physician advanced the subject guidewire to the treatment site, movement of the subject guidewire tip was bad. The physician withdrew the subject guidewire, and the tip was found fractured. The physician replaced the guidewire, and the procedure was completed with no clinical consequences to the patient.

Event description:
It was reported that during the arterial ischemic stroke (ais) case. Left vertebral artery sever stenosis and basilar artery distal occlusion. After the physician advanced the subject guidewire to the treatment site, movement of the subject guidewire tip was bad. The physician withdrew the subject guidewire, and the tip was found fractured. The physician replaced the guidewire, and the procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally: the 510(k) number has been corrected from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Manufacturer narrative:
H3 other text : device not returned for evaluation.

Event description:
It was reported that during the arterial ischemic stroke (ais) case. Left vertebral artery sever stenosis and basilar artery distal occlusion. After the physician advanced the subject guidewire to the treatment site, movement of the subject guidewire tip was bad. The physician withdrew the subject guidewire, and the tip was found fractured. The physician replaced the guidewire, and the procedure was completed with no clinical consequences to the patient.